Event description:
Allegedly revised for unk reasons.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This is the same event as 1043534-2009-00093. This report will be updated when the investigation is complete.